Event description:
It was reported that the patient received 96 inappropriate shocks, due to oversensing of noise. Rv pacing impedance had a sudden spike from 500 to 2200 ohms. The pace/sense portion of the lead was capped and replaced with a new pace/sense lead. The high voltage portion of the lead remains in use. No further patient complications were reported as a result of this event. The lead was returned following heart transplant surgery.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; partial lead in segments returned and analyzed. Other: it was reported that the patient received 96 inappropriate shocks due to oversensing of noise. Rv pacing impedance had a sudden spike from 500 to 2200 ohms. The pace/sense portion of the lead was capped and replaced with a new pace/sense lead. The high voltage portion of the lead remains in use. No further patient complications were reported as a result of this event. The lead was returned following heart transplant surgery. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications: no conclusion can be drawn. Impedance, high, interference, oversensing shock, inappropriate.